Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to an ischemic stroke. The patient's death was not considered to be device related. The device operated as expected.

Event description:
It was later communicated that the patient did not pass away in 2022 but rather received a routine heart transplant on (B)(6) 2024.

Manufacturer narrative:
Report type: corrected. Section b2: corrected. Section d1 - brand name: corrected. Section d3 - manufacturer information: updated. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section g1 - contact office (and manufacturing site for devices) or compounding outsourcing facility: updated. Section h1: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: no specific device-related issues or adverse events were reported. The relevant sections of the device history records for mlp-027943 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. No specific device-related issues or adverse events were reported; however, the hm3 lvas IFU provides a list of adverse events that may be associated with the use of the hm3 lvas in section 1, ¿introduction.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient did not have an ischemic stroke in 2022.